Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7299860. Medical device expiration date: 2020-09-30. Device manufacture date: 2017-10-26. Medical device lot #: 7059847. Medical device expiration date: 2020-02-29. Device manufacture date: 2017-03-06. Medical device lot #: 7089512. Medical device expiration date: 2020-03-31. Device manufacture date: 2017-04-03. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter packages were opened. This occurred on 14 separate occasions. No serious injury or medical intervention was reported.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter packages were opened. This occurred on 14 separate occasions. No serious injury or medical intervention was reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 4317652, medical device expiration date: 11/30/2017, device manufacture date: 11/13/2014. Medical device lot #: 7244612, medical device expiration date: 8/31/2020, device manufacture date: 9/1/2017. Medical device lot #: 7220674, medical device expiration date: 7/31/2020, device manufacture date: 8/8/2017. A review of the device history record revealed no irregularities during the manufacture of the reported lots. A total of 14 units were received as follows: one unit was received from each of the lots #: 4317652, 7059847, 7244612 and 7220674. 3 units from lot # 7299860. 7 units from lot # 7089512. All contents within the packages were intact. 4317652, 7059847, 7244612: the units received were partially open at one end of the packages. 7220674: the unit received was partially open at both ends of the package. 7299860: all of the units received (3) were partially open at one end of the packages 7089512: 4 of the units received were partially open at both ends of the packages. 3 of the units received were partially open at one end of the packages. The product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. The key variables that affect the packaging seal are seal transfer/width and top web adhesive presence. Both of these variables were included in the investigation. Bd supplier oliver-tolas uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to oliver-tolas. There is sufficient evidence to demonstrate the oliver-tolas material or adhesive application is the root cause. CAPA #: 48637 was opened to investigate the package seal integrity complaints and implement corrective actions.